Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. . The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. The instructions for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site. Medications or fluids must be administered per instructions provided by the drug manufacturer. Physician is responsible for prescribing drug based on each patient¿s clinical status (such as age, body weight, disease state of patient, concomitant medication, etc.)." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Multiple attempts were made to obtain additional information regarding the patient's use of the device without success. It is unknown if the user followed the instructions for use; however, the patient was advised to not use the hot tub during the infusion. If additional information pertinent to this event becomes available, halyard will send a follow-up report a homepump c-series patient guidelines and technical bulletins (factors affecting flow rate, filling and priming) were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 95ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV central line. Please reference: 2026095-2015-00215/(B)(6) and 2026095-2015-00216/(B)(6). It was reported that there were three patients that experienced incidences of infusions ending sooner than expected while using their pumps. Patient #2 of 3: it was reported that the infusion ended one day earlier that the expected delivery time of 46 hours. The patient experienced mucositis following the event. The device is not available for return. Additional information was received on 08/24/2015. The reported mucositis was manifested by mouth pain and mouth sores following the event and a delay of treatment for the next chemotherapy cycle. The patient was treated for the mucositis with 2 types of prescription mouth wash. One of the mouth washes called the magic swizzle contained a mixture of lidocaine, antifungals, and benadryl. The second mouthwash was called stanford mouthwash. The patient was also treated with vicodin for pain.